Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer who reported that an I-stat 1 analyzer was hot to touch. The analyzer was docked in a downloader, and when the customer removed the analyzer from the downloader they discovered that the analyzer had become hot to touch. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).